Event description:
The customer reported that the insulin pump alarmed motor error and then no delivery alarm. The blood glucose reading was 164mg/dl. Troubleshooting was performed, and no damage to the drive support cap noted. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during the basic occlusion test as a result of a protruded/loose drive support disk. Further testing could not be performed due to the loose drive support disk. The device had loud motor noise during the displacement test as a result of a faulty motor. The unit had broken battery tube threads, scratched screen, and missing end cap sticker.